Manufacturer narrative:
Customer complaint could not be confirmed since the device was not returned for product analysis. A review of the device history record could not be performed since the lot number was not provided in the complaint. There is not enough info from similar complaint investigations or in the event description to provide a most probable root cause. The root cause is undeterminable.

Event description:
It was reported that the drainage catheter suture broke, requiring intervention to remove the suture. The physician reported a general concern regarding drainage catheters and breakage of the suture during removal. The physician has been unable to identify any pt anatomy that may be contributing to this event. The suture was removed using a catheter technique developed by the physician. There were no reported injuries to any pts as a result of this issue.